Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. The failure investigation has been completed and the alleged altitude issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred with multiple cartridges during the load sequence. Additionally, it was reported that an altitude alarm occurred. Customer's blood glucose was 268 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.